Event description:
It was reported that a transesophageal echocardiogram showed the patient had vegetation on the right ventricular (rv) lead. The patient was hospitalized and received intravenous antibiotics and the rv lead was explanted. It was noted that the patient was part of the painfree (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).